Event description:
Lenstec received an email stating " iol stuck during insertion."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. The device evaluation suggests that the incorrect technique was used to load and eject the lens, indicating the manufactuer's instructions for use were not followed.